Event description:
Treatment of a cavernous (cav) aneurysm. It was reported that the pipeline was not fully opened after deployment and a balloon was used to improve wall apposition. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation was it was implanted in the patient. Use of a balloon is recommended in the instruction for use. (B)(4).